Event description:
The lawsuit alleges as a result of the implantation of the patient's implantable cardioverter defibrillator (ICD) "suffered permanent and irreparable bodily injury, emotional stress, pain and suffering and damages including by not limited to, past and future medical and related expenses past and future loss of earnings, loss of future earning capacity, and past and future physical and mental pain and suffering." The ICD remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.